Event description:
It was reported that a homechoice device experienced an unspecified alarm during an unknown step of peritoneal dialysis therapy. It was not reported if the patient was connected at the time of the alarm. It was not reported what troubleshooting steps were performed or how the alarm was resolved. It was not reported how the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and an evaluation was not performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.